Manufacturer narrative:
It was found that following the power outage, the xhibit central station had lost its license. The fse reloaded the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that following a power outage a xhibit central station failed to recover due to a loss of license. There was no patient or user harm associated with this event.